Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had no delivery alarm during bolus. The customer's blood glucose was unknown at the time of incident. It was also reported that the cannula was bent. There was no delivery alarm and motor error alarm found in the alarm history. The insulin pump will not be returned for analysis.